Manufacturer narrative:
Qc prior to and after the event was within the lab's established ranges. A field service engineer (fse) went on-site and replaced a leaking eic (electrolyte injection cup) valve and also decontaminated the system due to a dirty flowcell. Fse verified instrument performance.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding low sodium (na) results on 9 patient samples generated by the unicel dxc 600 pro synchron clinical system. No incorrect results were reported outside of the laboratory. When the customer noticed low anion gaps, the samples were repeated on a different instrument in the laboratory which gave higher results and they were reported outside of the laboratory. The results provided by the customer are shown in the attachment. The customer did not receive any report of death, injury or change to patient treatment attributed to or connected with this event.